Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being at the emergency room due to high blood glucose of 787mg/dl. The caller experienced vomit and diarrhea. The customer stated that she was wearing the insulin pump at time of her admission, but she was not aware that she was not connected. The customer's most recent glucose reading was 90 to 220mg/dl. No further information was provided.